Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed episodes of noise reversion and high ventricular rate due to noise on the right ventricular lead. There were no other electrical anomalies. No intervention was performed; the patient would continue to be monitored.